Event description:
A powerful jolt from the sensor was felt in the pt's heart. She claims her husband almost took her to the hospital due to the severity of the shock, she felt very weak following the episode and took her several days to get her strength back. This pt recently had an ablation procedure and reported the event to her doctors. The doctor would like full disclosure of recordings around the time of the episode.

Manufacturer narrative:
Associated accessory device: monitor. Com001. (B)(4).